Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name. Please provide more details for "stapler did not work perfectly"? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut did the device cut the tissue? Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil? If the anvil could not be opened, how was the device removed? Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did the indicator come into the orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the stapler did not work perfectly, causing unnecessary cutting on abdominal tissue. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.